Event description:
It was reported that upon impact the device was broken. It is unknown when the event occurred if there was a delay and how was the procedure was finished.

Event description:
It was reported during the procedure that upon impact the device was broken. The procedure was completed without delay. It is unknown how was the procedure finish. No patient injury or other complications were reported.

Manufacturer narrative:
Updated event date: description of problem.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the impactor bumper broke during impaction. Per complaint details, there was no patient injury or delay. It is unknown whether a backup device was used to complete the procedure. No further clinical assessment is warranted. A visual inspection confirmed one of the posts is broken off the journey fem impact bumper rt and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.